Manufacturer narrative:
The insulin pump received with cracked case on display window corners, cracked reservoir tube, cracked reservoir tube lip and broken battery tube threads.

Event description:
Customer originally asked for a replacement battery cap, but when she changed the battery cap she noticed her insulin pump was damaged. Customer's blood glucose is 117 mg/dl. She stated there is a big part missing where the battery cap goes. There is also a screen that goes to the display screen. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.